Manufacturer narrative:
Device manufacture and expiration dates are unavailable with the information provided.

Event description:
Information was received that shortly after removal of the cannula, the cuff is unable to infold on a smiths medical tracheostomy. The cannula was in the patient for 28 days when incident was noted.